Event description:
Rptr indicated that a dell x5 vns computer was freezing and that "other patients come up". Attempts for further info are in progress. The handheld computer and flashcard were previously returned prior to the screen freezing and "other patients come up" allegations. Product analysis of the computer and flashcard did not identify any anomalies and both products performed per specs.